Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter with monoject limited volume syringe. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The report of a pressure issue was not confirmed, as the device responded appropriately during functional testing. It is unknown if user or procedural factors contributed to this event. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use of a swan-ganz catheter, the pa pressure reading was twice the value of the cvp. A new catheter was placed and the appropriate readings were then observed. There was no allegation of patient injury. The customer had no further details, so it is unknown if there were any error messages or what the reported inaccurate values were. Patient demographics were requested and not available.